Manufacturer narrative:
Cts guided customer on reseating orange sensor cable on top of the di water canister, prime the instrument and this resolved the issue. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they getting di water not filling at all error and hydro leak. Customer informed customer technical support (cts) that di water canister is 3/4 full, di water reservoir 1/2 full, and wash concentrate 1/3 full. Customer also replaced the wash concentrate with a new bottle. They noticed soapy liquid under the wash concentrate canister and cleaned up the leak. No incorrect results have been generated. No exposure to bio-hazardous material was reported.